Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil within endometrium'), perforation ('perforation/migration') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hemorrhagic cyst, vaginal bleeding, uterine fibroid, foot surgery, umbilical hernia repair, gastric bypass, endometrial ablation, cramp in lower abdomen, menses irregular, dysfunctional uterine bleeding and multiple cesarean sections. Concurrent conditions included abdominal pain, urinary tract infection, pelvic inflammatory disease, dyspareunia, hypertension, iron deficiency and postmenopausal bleeding. Concomitant products included paracetamol (tylenol extra strength) for pelvic pain female as well as ibuprofen (motrin), lisinopril, polysaccharide-iron complex and vitamins nos (multivitamins). On (B)(6)-2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and culdoplasty). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, perforation, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, pelvic pain and perforation to be related to essure (ess205). The reporter commented: on counting coils there were 12 coil still. Similar fashion done on opposite side only 2 coil visible. Patient states she had an essure procedure done in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: fallopian tubes are occluded by the essure devices.. Ultrasound pelvis - on (B)(6) -2007: 2.3 cm complex right ovarian cyst may be a hemorrhagic cyst. Six-week follow-up is recommended to ensure resolution.; on (B)(6) 2018: fibroid uterus, normal endometrial thickness. Echogenic structure within the endometrial question displaced essure coil. Recommend follow-up hyster-osalpinqoqram.; on (B)(6) 2018: small uterine fibroids & essure coil within endometrium.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil within endometrium'), perforation ('perforation/migration') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hemorrhagic cyst, vaginal bleeding, uterine fibroid, foot surgery, umbilical hernia repair, gastric bypass, endometrial ablation, lower abdominal pain, menses irregular, dysfunctional uterine bleeding and cesarean section. Concurrent conditions included abdominal pain, urinary tract infection, pelvic inflammatory disease, dyspareunia, hypertension, iron deficiency and postmenopausal bleeding. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as ibuprofen (motrin), lisinopril, polysaccharide-iron complex (iron fer polysaccharide) and vitamins nos (multivitamins). On 19-sep-2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and culdoplasty). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, perforation, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, pelvic pain and perforation to be related to essure (ess205). The reporter commented: on counting coils there were 12 coil still. Similar fashion done on opposite side only 2 coil visible. Patient states she had an essure procedure done in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: fallopian tubes are occluded by the essure devices. Ultrasound pelvis on (B)(6) 2007: 2.3 cm complex right ovarian cyst may be a hemorrhagic cyst. Six-week follow-up is recommended to ensure resolution.; on (B)(6) 2018: fibroid uterus, normal endometrial thickness. Echogenic structure within the endometrial question displaced essure coil. Recommend follow-up hyster-osalpinqoqram.; on (B)(6) 2018: small uterine fibroids & essure coil within endometrium. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.